Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise resulting in over-sensing and automatic mode switch were observed on the right atrial (ra) lead. The device was reprogrammed to deactivate the ra lead. The patient was stable and will continue to be monitored.